Event description:
It was reported that a patient feeling badly presented in clinic. The ventricular lead exhibited high impedance and loss of capture in both configurations. The patient was admitted to the hospital and connected to a temporary pacemaker. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).